Event description:
Additional information received reported the patient do not have concerns with their device or therapy. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6).

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va00q8j, implanted: 2012-(B)(6), product type lead. Product ID 3037, (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient do not have concerns with their device or therapy. It was noted may have answered on the phone. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. Appointment dates was noted as a couple over the phone. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Event description:
It was reported that a patient hadn¿t felt stimulation since (B)(6) 2014 and the lead wire had moved out of position. The lead wire was changed and the doctor decided to replace the implantable neurostimulator (ins) because the battery was almost depleted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.